Event description:
After iabp for two days, blood was noted in the tubing and back into the sys 97 pump. The following info was reported to datascope on 3/12/98: the iab was inserted into the pt on 2/26/98. After iabp for approx 14 hrs, the "rapid gas loss" alarm sounded from the pump. Blood was noted in the tubing and iabp was immediately discontinued. [Event complications]: none from the event-reported 2/25/98, 3/12/98. [Pt's current status]: recovering-rpt'd 3/12/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance oa an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/21/98).